Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead was experiencing muscle stimulation from the rv pace/sense portion at low outputs. A lead revision procedure occurred and the pace/sense portion of the lead was capped. No other adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.